Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the byte aligners made their teeth much worse. The patient provided a letter of recommendation from their dentist. In the letter the dentist states that the patient had a comprehensive exam, they presented with crowded teeth on both arches and an open bite on the left side after doing aligners without direct dentist supervision. The patient was referred to an orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.